Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd¿ luer slip syringe with needle packaging before use. The following information was provided by the initial reporter, translated from portuguese to english: "insulin syringe with foreign matter in the packaging."

Event description:
It was reported that foreign matter was found in the bd¿ luer slip syringe with needle packaging before use. The following information was provided by the initial reporter, translated from portuguese to english: "insulin syringe with foreign matter in the packaging."

Manufacturer narrative:
H.6. Investigation: no physical samples were received; the investigation was performed based on the photo provided. The complaint could not be confirmed hence the root cause is undetermined. DHR analysis was performed and no occurrences potentially related to the problem were observed. Based on received information and process evaluation bd cannot confirm the incident in question is related to manufacturing process. During the batch manufacturing process, no record of any occurrence of the foreign matter was identified. Retain samples from the batch concerned were evaluated and no anomaly was found with respect to foreign matter in the product. H3 other text : see h.10.